Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. Other relevant device(s) are: pn: 9735585, version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a cranial resection procedure. It was reported that after a successful registration and craniotomy, the images on the navigation were showing the pathology were marked and accessed. When no pathology was found, the craniotomy was extended, and the pathology was found on the contralateral side. The navigation information was estimated to be inaccurate by 10-20 centimeters. The use of navigation was aborted, and the surgeon continued with an open procedure. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome.

Manufacturer narrative:
Previously submitted MDR 1723170-2019-05335 was found to be a duplicate case with MDR 1723170-2019-05558 already filed for this complaint. If information is provided in the future, a supplemental report will be issued.